Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with unk pelvic mesh product on (B)(6), 2007 to treat stress urinary incontinence. On (B)(6), 2008 plaintiff underwent add'l surgery to remove the product. Plaintiff's attorney alleged plaintiff suffered injuries, including infections, pain, mental anguish, discharge, and multiple corrective surgeries. Plaintiff's attorney also alleged plaintiff experienced significant mental and physical pain and suffering, sustained permanent injury, and disability.

Manufacturer narrative:
It is unk which ams pelvic mesh product was implanted. Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.